Manufacturer narrative:
Additional information received, the incident was unknown if the event was prior to usage. The patient did not receive the remaining volume. The product was not life sustaining and no information on when date of the event of occurred. Unknown response to clinical injury was reported.

Event description:
Additional information received and summary.

Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with a damaged housing. During analysis, the customer's reported problem regarding delivery accuracy was able to be duplicated. Three separate delivery accuracy tests were performed; at least one test was outside of the pump's delivery accuracy manufacturing specification. The expulsor will be replaced to bring delivery accuracy into specification. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump was noted to be over infusing by 10%. No adverse effects were reported.